Event description:
It was reported that when the rn was treating a bladder patient and started to push in the solution, a small spray, allegedly, came out of the side of the catheter a few inches down from the proximal end. The patient needed to be re-catheterized with another catheter.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿leakage¿ with a potential root cause of "poor interface between the catheter shaft and the drainage funnel/handle". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the rn was treating a bladder patient and started to push in the solution, a small spray, allegedly, came out of the side of the catheter a few inches down from the proximal end. The patient needed to be re-catheterized with another catheter.